Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 500 mg/dl to "high" (specific bg value was not provided); cause was unknown. Reportedly, the customer reverted back to an alternative method of insulin therapy to resolve elevated bg values. Recommendation was made to discuss diabetes management with a health care professional.